Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt311417j/12472858, plc231400j/12364567, pxc141400j/12655673, plc231200j/12466568) to repair an abdominal aortic aneurysm and a left common iliac artery aneurysm. It was reported that the final angiography revealed a distal type I endoleak from left side involving plc231200j, and that diameter of the left common iliac artery was measured 22mm at maximum. As there was no device available to repair the endoleak, the physician elected to reintervene at a later date and concluded the procedure. On (B)(6) 2014, a reintervention was performed and additional gore® excluder® aaa endoprosthesis contralateral leg components (plc231200j/12723640, pxc141400j/12616832) were implanted to repair the endoleak. Also the left common iliac artery aneurysm was embolized with coil. The final angiography showed that the endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The diameter of the left common iliac artery was measured 22mm at maximum, while plc231200j is indicated to be used for iliac artery with diameter of 18.5-21.5mm.